Event description:
Pt was injected into the lips. She had swelling of her left upper lip the next day and she applied ice and heat with no ease of symptoms. She went to see her dermatologist the following monday. He lanced and drained her left lip and injected hyaluronidase. A week or 2 later the swelling spread to her right upper and bottom lip and again had her lips lanced. She has no sulfite allergies. Updated 5/12/2010: the pt is slowly improving. They ordered hyaluronidase and amphadase, and had an area lanced and drained. She still has some nodules in lower lip.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.